Event description:
It was reported to boston scientific corporation on december 5, 2006 that a jagwire guidewire was used in an endoscopic retrograde cholangiopancreatography procedure (ercp) in 2006 (patient age, gender and weight are unknown). According to the complainant, during the procedure, the tip of the jagwire guidewire became stripped. The procedure was completed with another jagwire guidewire device. No patient complications were reported as a result of this event. The patient's condition was reported to be "fine."

Manufacturer narrative:
Visual inspection of the returned device showed the pebax coating bunched toward the pebax-teflon joint, exposing the core wire. A straight cut is present in a portion of the pebax coating. Adhesive is present on the exposed core wire. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The cause of this malfunction is undetermined.